Event description:
The customer reported that the unit is alarming low oxygen alarm. The customer reported that the unit was not in use on pt. The biomedical engineer reported that the leak is coming from the sensor on the data acquisition board. The biomedical engineer reported that he replaced the data acquisition board and the problem was corrected. The unit is now back in service.